Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during testing. Successfully downloaded history files and traces using thus software. Pump error 43 was confirmed in history file on event date: 04/10/2023 14:48:44.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. Motor drive error (43) alarm was found in history file on 04/10/2023 14:48:44.000. File number: (B)(4). Line number: 681, hw/sw: hw (possible hw). In summary, customer alleged pump error 43 confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump error 43 - an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed and found that the customer received error while pump performs safety checks. No further details provided in the trouble shooting. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.